Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that out of range issues occurred between the transmitter and pump for an unspecified duration of time. Additionally, it was reported that the customer experienced an elevated blood glucose (bg) level of 800, and a ketone level identified as dangerous by healthcare provider. Customer addressed elevated bg via a correction bolus via pump. Ultimately, customer went to the ER on (B)(6) 2022 and was subsequently hospitalized and admitted to the intensive care unit. Reportedly, customer was treated intravenously with fluids of saline and insulin. Treatment resolved the issue and there was no permanent damage. Customer was released from the hospital on (B)(6) 2022.